Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the jaws were damaged and jamming occurred. The device was used on the blood vessel. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # = k91t39. The analysis results found that the el5ml device was returned in good condition and partially cycle; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. However the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming and the undertraveled of the orange indicator. No conclusion could be reached as to what may have caused the jammed clip. A batch record review was performed and no anomalies were found during the manufacturing process.